Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The miloop and micor drive devices used during the procedure are not suspected as causing or contributing to the event. Surgical video was provided to the manufacturer for review. Video footage reviewed by company personnel (medical and engineering) did not reveal any evidence of a device malfunction. The device labeling identifies capsular rupture as a safety risk. (B)(4).

Event description:
A (B)(6) patient underwent cataract surgery on (B)(6) 2021 where the miloop and micor lens fragmentation system (extractor and drive) were used to fragment and remove the cataractous lens. The patient's posterior capsule tore during surgery. The surgical video revealed the following additional information and insight. The miloop was used to bisect the patient's grade 3 cataractous lens. There were no problems with the technique used to execute the miloop procedure. There was no evidence of a device malfunction with the miloop or micor devices. There was a small rent in the posterior capsule at minute 2:57; at this time the micor extractor was in use and the spatula was positioned in the area of the tear. At minute 3:06 a lens fragment rotated within the capsule and at 3:21 the tear expanded, increasing to a larger tear by 3:33. The surgeon appeared to proceed with intraocular lens implantation, but this portion of the surgery was not recorded. The final conclusion of the expert video analysis revealed no clear etiology. Patient follow-up has been requested from the surgeon on several occasions, but no response has been received.